Event description:
It was reported that this event occurred in the emergency resuscitation department. The insertion site was the patient's subclavian. "The guide is broken at the time of removal, forcing catheter change". As a result, the device was removed, intact and replaced successfully. There was no delay, harm, complication, death, or injury reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).